Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. Two coils were implanted in the aneurysm. It is unknown which coil was associated with the loop that extended into the parent vessel; therefore, medwatch reports will be submitted for both coils. The second coil is captured in MFR report# 2032493-2018-00185.

Event description:
It was reported that a balloon-assisted coiling procedure was performed on a patient with a recurrent basilar tip saccular aneurysm. After delivery of a balloon catheter into the posterior cerebral artery, two coils were successfully placed in the aneurysm. Subsequently, a coil loop was noted to project at the basilar bifurcation, more towards the origin of the right p1 artery. The balloon was inflated multiple times, which repositioned the coil mass and centralized the coil loop at the basilar bifurcation. Both posterior cerebral arteries were patent. The decision was made to stop treatment at that point and maintain the patient on dual antiplatelet therapy for 3 months. The patient awoke from general anesthesia neurologically intact and was reported to be stable with no new neurological deficits upon hospital discharge. The patient is enrolled in a post-market clinical trial and is being monitored.

Manufacturer narrative:
Additional information was received from the clinical research coordinator at the clinical trial site. The patient returned for a scheduled follow-up visit, per clinical trial protocol. There have been no adverse events, no abnormal sensory or motor deficits since the procedure, and the patient had no evidence of ischemic changes on imaging. The patient is taking aspirin, and has been advised to discontinue the plavix; the aspirin use will also be discontinued. Currently, the patient is noted to be doing well.